Event description:
It was reported that this device experienced an out-of-range right ventricular or single-chamber pacing lead impedance measurement. An automatic safety switch from bipolar to unipolar pacing mode occurred due to a high pacing impedance value. The patient noticed a red alert and was advised to contact their physician. The issue was later verified as resolved, and the red alert was posted. The patient was referred to the clinic for follow-up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this device experienced an out-of-range right ventricular or single-chamber pacing lead impedance measurement. An automatic safety switch from bipolar to unipolar pacing mode occurred due to a high pacing impedance value. The patient noticed a red alert and was advised to contact their physician. The issue was later verified as resolved, and the red alert was posted. The patient was referred to the clinic for follow-up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this device experienced an out-of-range right ventricular or single-chamber pacing lead impedance measurement. An automatic safety switch from bipolar to unipolar pacing mode occurred due to a gradual increase in pacing impedance value. The patient noticed a red alert and was advised to contact their physician. The issue was later verified as resolved, and the red alert was posted. The patient was referred to the clinic for follow-up. No adverse patient effects were reported. This system remains in service.